Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during surgery, the posterior chamber came to the anterior during infusion and aspiration, and a posterior capsular tear occurred. The customer attempted to change the cassette pak for an anterior vitrectomy procedure, twice. Both times, the cassette would not pass testing. A system message then displayed. These events resulted in the need to exchange the system to complete the surgery. The surgery was completed however, it is reported that the pt exhibited loss of vision one day postoperatively. At this time, the extent of vision loss and current pt status has not been reported. Add'l info has been requested.